Event description:
The customer reported that the generator was being used in the labour ward theatres. The staff reported that the device became active without any of the pedals being pressed. There was a minor burn to the patient's thigh. The hospital's investigation found no fault with the foot pedals. The theatre staff reported, there was no activation sound an no light on the generator to indicate activation, but the staff noticed the activation and immediately reacted and removed the generator from service.

Manufacturer narrative:
(B)(4) . Investigation of the generator by the hospital, found that a piece of the electrical contact that the active electrode is plugged into, had broken off and was loose inside the generator. The site surmised this may have caused a short circuit, leading to the hand piece becoming active without any intervention from the staff. The generator is not being returned to covidien for evaluation. Covidien is investigating this incident report and when the investigation is complete, a follow-up report will be sent.